Event description:
It was reported that the patient stated they had a nevro device implanted on (B)(6) 2022 and about 2 weeks ago one of the electrodes had high impedance and caused the battery to drain quicker than expected. The patient stated they got pain relief from the device but were not satisfied with the service they were receiving as the data being provide seemed inconsistent. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).